Manufacturer narrative:
The cta was reviewed was by endologix medical review board confirming the following: there were no endoleaks noted at the conclusion of the index procedure. There was no type ia endoleak present at the one (1) month post op follow-up. There were type ii endoleaks noted for the patent inferior mesenteric artery (ima) and lumbars (1 set). There was no type ia endoleak present at the six (month) follow-up. There were type ii endoleaks noted for the patent lumbars (2 sets) and ima. Pre-op emergent procedure noted a type ia endoleak and type ii endoleaks were noted for the patent lumbars (2 sets) and ima. The device had not migrated. The sac was stable in size from the one month to six month follow-up; however, it did increase in the six years on implant growing proximally until it encroached on the sealing ring location thus creating the type ia endoleak. This is most likely due to the first pair of lumbars that appeared which continued to feed the sac along with the more distal lumbars that were always present. The final angio after re-intervention showed that the type ia endoleak resolved. Clinical assesment has yet to be completed. Endologix will continue to investigate the reported event. The patient medical records and imaging studies have been requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm (aaa). Reportedly, the patient had not had a follow up scan since the one (1) month post op follow-up. Approximately six (6) years post op, the patient presented emergently with pain. A cta was performed and identified a type ia and type ii endoleak in addition to minimal sac growth from an original size of 6.5cm to 9cm. Emergent re-intervention was performed with placement of a non-endologix (medtronic) cuff with endo anchors above sealing ring for a successful repair and the patient is doing well.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following reported events: a type ia endoleak, type ii endoleak, aneurysm sac growth, and secondary endovascular procedure. The reported urgent presentation; however, is unconfirmed. The event is most likely anatomy-related due to the multiple type ii endoleak from the lumbar arteries. Procedure-related harms identified were type ii endoleak. The final patient status was reported to be in stable condition. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system.